Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The primary surgery was performed on (B)(6) 2016. It was reported that the revision surgery was performed on (B)(6) 2018 by replacing the liner, stem, and the head due to the dislocation. The surgeon kept the cup and the sleeve into the patient¿s hip joint. There was no surgical delay. No further information was provided by the hospital.

Manufacturer narrative:
(B)(4). Investigation summary: no device associated with this report was received for examination. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.